Event description:
The user reported that the bottom of the cuvette holder would not snap into place properly and was broken. No other details regarding the nature of this event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.